Event description:
It was reported that the patient presented in the operating room for a biventricular pacemaker implant. When the patient's pocket was opened it was observed that the ventricular lead exhibited abrasion and so it was removed and replaced. It was further observed that the right atrial lead was both undersensing and had difficulty with helix retraction so it was also removed and replaced. The patient was stable during and after the procedure.